Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had their insulin suspended due to the alarm, but technical support provided instructions to remove obstructions from the speaker holes and clean them. After reconnecting the cartridge and waiting for a specified time, the customer was able to resume insulin delivery.